Event description:
In 2008, the patient's mother reported the patient had an elevated blood glucose reading of 600 mg/dl with his normal range being 120-130 mg/dl. She stated, the patient is currently at camp and is very active physically. She said she does not know if he experienced any symptoms. She stated they changed the patient's infusion headset, ran a bolus, and increased the hourly basal rate on his insulin infusion device (competitor product) to correct his reading. The mother stated, she noticed blood and pooling at the site. The infusion headset and tubing have been in use for 2 days. A complimentary insertion device, guide to site management and replacement infusion sets were sent to the patient. Repeated attempts to follow up with the patient were unsuccessful. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.